Manufacturer narrative:
Device is combination product. Synergy ous mr 3.50 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and tactile examination of the device found a hypotube break 60 cm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the device found no issues along the midshaft or shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft break occurred. Vascular access was obtained via the right radial artery. The 99% stenosed, 48mm in length, concentric, de novo target lesion was located in the moderately tortuous, severely calcified, and 3.0 - 3.5mm in diameter proximal to mid left anterior descending artery. After pre-dilatation was performed with 2.0x10, 2.0x15, and 2.5x15mm non-bsc balloon catheters leaving a 15% residual stenosis, a 3.50 x 20 synergy drug-eluting stent was advanced to treat the lesion. However, resistance was encountered and the shaft bent and broke. The procedure was completed with a different device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a shaft break occurred. Vascular access was obtained via the right radial artery. The 99% stenosed, 48mm in length, concentric, de novo target lesion was located in the moderately tortuous, severely calcified, and 3.0 - 3.5mm in diameter proximal to mid left anterior descending artery. After pre-dilatation was performed with 2.0x10, 2.0x15, and 2.5x15mm non-bsc balloon catheters leaving a 15% residual stenosis, a 3.50 x 20 synergy drug-eluting stent was advanced to treat the lesion. However, resistance was encountered and the shaft bent and broke. The procedure was completed with a different device. No patient complications were reported and the patient was stable.